Manufacturer narrative:
Unit passed sleep current measurement, active current measurement, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test. Unit successfully downloaded to thump and carelink. No insulin flow blocked alarm noted during testing or in the history files. The electronic assemblies were inspected, and no anomalies noted. However, moisture damage noted to motor assemblies during visual inspection. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case at the battery tube, corroded battery tube, corroded motor home switch. Please see below for the first ten boluses listed on the event date 27-aug-2024 in the pump history file. (B)(6) 2024 00:02:13.000 normalbolusdelivered (220) systemtime = (B)(6) 2024 00:02:13.000. Bolusprogrammingmethod: cl1autobolus (9) bolusamountdelivered: 25500 (2.55 u). (B)(6) 2024 00:06:09.000 normalbolusdelivered (220) systemtime = (B)(6) 2024 00:06:09.000 bolusprogrammingmethod: cl1autobolus (9) bolusamountdelivered: 9250 (0.925 u) (B)(6) 2024 00:10:41.000 normalbolusdelivered (220) systemtime = (B)(6) 2024 00:10:41.000 bolusprogrammingmethod: cl1microbolus (5) bolusamountdelivered: 2000 (0.2 u) . (B)(6) 202400:15:41.000 normalbolusdelivered (220) systemtime = (B)(6) 2024 00:15:41.000. Bolusprogrammingmethod: cl1microbolus (5) bolusamountdelivered: 2250 (0.225 u) . (B)(6) 2024 00:20:39.000 normalbolusdelivered (220) systemtime =(B)(6) 2024 00:20:39.000. Bolusprogrammingmethod: cl1microbolus (5) bolusamountdelivered: 2250 (0.225 u) . (B)(6) 2024 00:25:51.000 normalbolusdelivered (220) systemtime = (B)(6) 202400:25:51.000. Bolusprogrammingmethod: cl1microbolus (5) bolusamountdelivered: 2000 (0.2 u). (B)(6) 2024 00:31:43.000 normalbolusdelivered (220) systemtime = (B)(6) 2024 00:31:43.000. Bolusprogrammingmethod: cl1autobolus (9) bolusamountdelivered: 17750 (1.775 u) . (B)(6) 2024 00:35:40.000 normalbolusdelivered (220) systemtime = (B)(6) 2024 00:35:40.000 bolusprogrammingmethod: cl1microbolus (5) bolusamountdelivered: 2250 (0.225 u) . (B)(6) 202400:41:07.000 normalbolusdelivered (220) systemtime = (B)(6) 2024 00:41:07.000. Bolusprogrammingmethod: cl1glucosecorrectionplusfoodbolus (8) bolusamountdelivered: 73500 (7.35 u) . (B)(6) 2024 00:52:41.000 normalbolusdelivered (220) systemtime = (B)(6) 2024 00:52:41.000. Bolusprogrammingmethod: cl1glucosecorrectionplusfoodbolus (8) bolusamountdelivered: 100000 (10 u). Pump passed functional testing and no insulin flow blocked alarms noted during testing. Possible under delivery anomaly, device test failed were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided, due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced hyperglycemia. And also reported, device test failure, no delivery/occlusion alarm and possible underdelivery anomaly. The customer reported, a blood glucose value of 511 mg/dl. The customer reported, hyperglycemia treated with a manual injection/insulin pen. The troubleshooting was performed. The event involved product(s) mmt-1884. The troubleshooting was performed. And the customer reported, high blood glucoses. The customer has been using the insulin pump system within 48 hours of the reported high blood glucose event. And the customer is using the minimed 670g/770g/780g system with the auto mode/smartguard feature active at the time of the high blood glucose event. The high-pressure test did not pass twice. No further patient complications were reported. The customer will discontinue using the device. And was advised to revert to the backup plan, as per healthcare professional instructions. Mmt-1884 was requested. And the customer response was, that the device would be returned.